Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse discovered that the input valve to buffer syringe was intermittently failing. The fse replaced both the input and output valves. This resolved the issue. (B)(4).

Event description:
On (B)(6) 2014 a customer reported the generation of erroneous patient results for sodium (na), potassium (k) and chloride (cl). 3 patient samples were identified as erroneous but results were not reported out of the laboratory and there was no affect to patient treatment.